Manufacturer narrative:
Isi has not received the mcs instrument involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the mcs instrument associated with this event confirmed that the instrument was used during a procedure on the reported event date of (B)(6) 2021 on system sk0526. Per logs, the instrument was last used on (B)(6) 2021 on system sk0526 indicating that the instrument was used in a procedure after the reported event. According to the logs, the instrument has no further uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The endowrist mcs instrument is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: it was alleged that during a da vinci-assisted surgical procedure, there was energy discharge/release to an unintended area when firing the mcs instrument. At this time, it is unknown what caused the reported failure to occur. While there was no report of harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, when firing the monopolar curved scissors (mcs) instrument, the nearby tissue grasped by the maryland bipolar forceps instrument was cauterized. The intuitive surgical, inc. (Isi) clinical sales representative (csr) confirmed that a port-in-port method was not used during the surgical procedure and that the site used a da vinci 8mm cannula which was in direct contact with the patient's body surface. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no damage to the instrument was noted after the reported event. A grounding pad was in use during procedure but it was unknown whether the grounding pad had any issues or defects. An installation tool was used to install the mcs tip cover accessory and the mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed and it was not installed beyond the orange surface. A monopolar cord was not connected to a bipolar instrument. Other than the mcs instrument and maryland bipolar forceps instrument, a prograsp forceps instrument was also in use when the reported event occurred. No instrument collision occurred during procedure. When the issue occurred, the instrument tip was in contact with tissue. The instrument wrist was straightened upon instrument removal during procedure. No instrument will be returned for evaluation.